Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 22nd june 2014. The device failed several self-tests between the (B)(4) 2014. An increase in voltage then suggests a further pad-pak was installed, the device performed self-tests up to 24th may 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.